Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly and drive support cap anomaly. The customer¿s blood glucose level was 270 mg/dl. The customer was treated with backup plan for high blood glucose. The customer reported that the keypad was unresponsive and button error alarm. It was reported that drive support cap was loose. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis